Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract disorder ("urinary problem"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, urinary tract disorder, menorrhagia, weight increased, bladder disorder, headache and migraine outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding, bladder problems, urinary problems, breakage, headaches, migraines, weight gain medical leave related to essure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("urinary problem"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, urinary tract disorder, menorrhagia, weight increased, bladder disorder, headache and migraine outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, bladder problems, urinary problems, breakage, headaches, migraines, weight gain medical leave related to essure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, bladder problems, urinary problems, breakage, headaches, migraines, weight gain were added. Outcome of pelvic pain updated to recovered / resolved. Patient information, new reporter were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.